Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector on the pump interface was inserted incorrectly and rotated beyond the locked position, which resulted in the connector becoming stuck and unable to be removed until pliers were used; after removal, a new connector was installed and properly locked with a 90-degree turn, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no interruption to therapy. Investigation included troubleshooting and user education by guiding the user through safe removal and reinstallation, along with operational verification of the interface. Investigation of this case revealed user difficulty with connector orientation and over-rotation leading to temporary mechanical binding. It was concluded that the event was related to use error without device malfunction.